Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but multiple temperature alarms occurred. Additionally, it was reported that an occlusion alarm occurred. Customer's blood glucose level was 148 mg/dl. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.